Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed battery error and an improper shut down. It was stated that, the other pump was running a phytonadione infusion at 50ml/hr when the low battery screen displayed even though the pump was plugged in. The pump displayed a yellow 'battery error' message and then shortly after an 'improper shut down. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.